Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at third-party service center, the alarm is activated and displays the message "ventilator required service," indicating that the pneumatic system will need to be validated. Review of the event log shows an error code related to pressure. Evt_press_sensor_mismatch means the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The device evaluation is still in process. If any additional information is received, a follow-up report will be filed.